Event description:
Complainant alleged that during a routine preventative maintenance check, the device's battery would not hold a charge. The customer indicated that they will be purchasing a new battery to correct the problem. The complainant indicated that there was no pt involvement in the reported failure.